Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found dents on the irrigation line and herniation along the cable. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece did not meet product specifications. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The customer reported event was confirmed which found moisture ingress to cause a short circuit from the high electrode to ground. The root cause of the reported event can be attributed to moisture ingress causing a short circuit from the high electrode to ground; however, how or when moisture entered the handpiece remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during sculpt mode of a cataract extraction with intraocular lens implant procedure the handpiece did not give any energy to vibrate lens loose. There was no system message displayed. The case was completed after exchanging the handpiece. There was no patient harm.